Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: the returned battery cap secured to the pump and was used to complete testing. The pump was unable to power on during the investigation. The battery compartment was found to be cracked on the side, extending from the threads towards the case seal. Moisture corrosion was observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.